Event description:
The customer reported that the device failed to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no reported pt involvement. The customer replaced the power pca to resolve the issue.